Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedances. Thresholds were also high. The patient is not pacing dependent. The rv lead was explanted but during the extraction procedure the tip of the lead and helix broke and remain implanted in the rv apex. The physician was not concerned about the unretrieved fragment left behind. The pacemaker was also explanted due to therapy upgrade, a new rv lead and a new pacemaker were implanted at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.